Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
Problem description: on 03/21/2018, at 09:26:06. (B)(4). Npi problem description: on 03/07/2018, at 08:16:35. (B)(4). Please refer to file # (B)(4) from cad. Problem description: on 02/08/2018, at 10:52:02. (B)(4). (B)(4) did not have a serial number. He just had a question about error code 358.2000.0 on syringe 8110. I told him it is a communication safety system failure. I advised him to check iui connector. Otherwise, replace logic board.